Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) at unknown co ncentration/dose via an implantable pump for spinal cord injury/spinal cord disease and intractable spasticity. It was reported that there was a pump motor stall after magnetic resonance imaging (MRI), greater than 2 hours. The patient left the MRI and the hcp int errogated the pump 2.5 hours ago; she has continued to check the pump and there was no motor stall recovery noted. The issue was not resolved through troubleshooting.